Event description:
It was reported that pump experienced malfunction alarm with code Malf 0, and caller stated no events occurred before issue started. There was no adverse impact to the customer¿s blood glucose level, and caller confirmed blood glucose did not exceed 500 mg/dL. Customer contacted Technical Support, received guidance to reset pump, successfully completed reset with no repeat malfunction, and was advised to continue using pump and to call back if issue recurred, which customer acknowledged and understood.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.